Event description:
It was reported that the procedure was to treat a de novo with moderate tortuosity and moderate calcification in the mid left anterior descending artery. After pre-dilating the lesion a 3.0 x 38mm xience xpedition stent delivery system (sds) was advanced toward the target lesion, the balloon was inflated and the stent was deployed. There was no interaction of devices. A dissection was observed at the distal end of the stent. A second stent was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.